Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A fresenius (B)(4) technician performed an onsite investigation and resolved the issue by replacing the damaged power rocker switch and shorted fuses. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008k2 hemodialysis (hd) machine had a component that exhibited heat damage and discoloration. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. Upon follow up, the machine was inspected and found to have melted fuses and switch. There were no adverse events or medical intervention required as a result of the reported event. The switch and fuses were replaced. The biomed carried out functional tests and the machine performed as intended.